Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure [related manufacturer reference number:3006705815-2021-05491] on (B)(6) 2021, the patient experienced a cerebrospinal fluid leak. As a result, surgical intervention was undertaken wherein the leak was sutured to address the issue.